Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m w/drive pcb blackout. Based on the result, we concluded that it was caused due to the physical damage applied on the cmos-m w/drive pcb. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the control body fluid damage, the left pulley wire fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the down pulley wire stretched, the receptacle corroded, the mecha base plate corroded, the lg air supply tubes leak, and the angle wire hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.